Event description:
Procedure type: laparoscopic sigmoidectomy. According to the rptr: after the anastomosis, the device could not be removed. An additional 2 cm resection of tissue was performed and re-anastomosis was done with a different device. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).